Event description:
It was reported the subject device had no image. The issue occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to poor water-tightness of the camera unit, the endoscopic image cannot be displayed. It was also found that due to deformation of the cable unit, the endoscopic image cannot be displayed. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.